Manufacturer narrative:
(B)(4).

Event description:
The customer reports during insertion, the doctor was unable to take the swg (spring wire guide) out from the needle because the swg was hanging down. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, an introducer needle and the product lid stock for evaluation. The guide wire was partially retracted within the advancer assembly but the distal end was unraveled emanating from the introducer needle hub. The components showed evidence of use in the form of dried blood. The guide wire was able to be removed from the introducer needle during decontamination. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked in one location towards the distal end of the body. The core wire distal j-bend was exposed out of the coil wire but retained its shape. Dried blood was observed on the guide wire body. The returned introducer needle showed evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the introducer needle did not reveal any defects or anomalies. The kink in the guide wire was located 350mm from the proximal tip. Other remarks: the guide wire outer diameter was measured and was found to be within specification. The core wire length measured 455mm which is within specification; therefore no pieces of the core wire appear to be missing. The introducer needle cannula inner diameter and outer diameter were also measured and were within specification as well. The undamaged end of the guide wire (proximal end) was advanced through the returned introducer needle and passed through with minimal resistance. A manual tug test confirmed the proximal weld was intact. A device history record review was performed on the guide wire and the introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled during use was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The returned guide wire and introducer needle met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion, the doctor was unable to take the swg (spring wire guide) out from the needle because the swg was hanging down. A new set was used and the procedure was completed successfully.